Event description:
C5-6 incomplete quadraplegic patient was participating in pt on a tilt table and was standing at 75 degrees. Upon returning to supine position, the tilt table would not go down making it difficult to transfer the patient off tilt table onto a mat. To ultimately return to his power wheel chair, the patient was transferred from this vertical (75 degree) standing posture with multiple therapists holding onto the tilt table to stabilize, and one primary pt holding the front of patient with other therapists assisting patient back into patients power wheelchair. Biomedical equipment taken out of service until repaired.